Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 during which the lead was explanted and replaced with two new leads. The lead was revised in order to provide improved coverage. The new leads were repositioned to a new location.